Event description:
Terumo medical received the following information: it was reported that the patient abilify maintena 400mg injection every 28 days. When they went to give the patient the dose they could not withdraw the full dose 2ml from the vial, they could only withdraw 1ml. The pharmacist stated that the mixing of the medication went well. She followed all the instructions in the product monograph. However, when she attached the adapter and then the syringe to it, the medication was not drawing up into the syringe. She stated that as per the instructions, there was no air added, hence she did not add any air. She then tried re-doing that step, hence re-inserting the syringe, however the liquid started oozing out from the adapter. She stated she then rushed and was able to draw only 1 ml of the medication, as the rest was probably lost from that oozing. She stated that she still did administer the 1ml abilify maintena injection to the patient. The patient was hospitalized approximately weeks following the injection. The patient was discharged on (B)(6) 2026. Additional information was received on 12-may-2026: the healthcare professional stated that she had no way of knowing if not receiving the full 2 ml was the specific cause of the hospitalization.

Manufacturer narrative:
. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. The retention samples were visually inspected and confirmed to be free from damage or any molding-related defect that could lead to the complaint. The samples were tested for leakage at the tip hub connection, and all passed. There were no issued nonconformity reports related to human error during lot production. Our molding machine has validated parameters that are checked during the start-up operation of each lot. We have an automatic machine inspection system that checks and automatically removes any defects, such as a deformed tip, a bent tip, and a short tip. These sensors are challenged twice a week through dummy checking to ensure the accuracy of the inspection system. Before mass production, an initial product inspection check (ipic) is performed during the molding process under the following conditions: raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. We also have a visual in-process and product confirmation inspection to ensure that the barrel, plunger, and injection gasket are in good condition. During syringe assembly, we have product checking conducted every hour, wherein part of the check items were damaged, the ig fit, and the ig deformation. We have a boxing in-process inspection conducted every hour, wherein part of the check items were damaged and deformed on the assembled syringe. We have a functional test in-process inspection conducted at every start and end of the lot. Before shipment, qc conducts visual and functional testing to ensure product quality. Our syringe complies with iso 80369-7, wherein it passed the dimensional and functional performance. The barrel is manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of 6 complaints for the same issues affecting ss products. The cause of the complaints was not identified as being related to our product or the manufacturing process. Based on the results of our investigation, the root cause of the complaint could not be identified. A review of the lot history file revealed no non-conformities or related issues that could have impacted product quality. The retention samples were visually inspected and confirmed to be free from any defects that would lead to the complaint and passed the leakage at the tip hub connection. We have an automatic machine inspection system that checks and automatically removes any defects, such as a deformed tip, a bent tip, and a short tip. In addition, a series of inspections from the molding process to the outgoing process is being conducted to check the conditions of the syringe. Our syringe complies with iso 80369-7, wherein it passed the dimensional and functional performance. Please refer to section h10 for the related importer report number. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.